Manufacturer narrative:
An arjo investigator examined the device and found that the tub is old and in the process of being replaced. There have been some modifications to the hot and cold water fill systems. Other than that, the tub's general condition is satisfactory. The door will not stay up, due to the broken strut, which needs to be replaced. The hot and cold water fill system has been built by the facility. They are not using an arjo panel. The manufacturer concludes the door strut was damaged during use due to lack of control/supervision, or the door strut was damaged already. The strut cannot be easily damaged by the resident during use/transfer. Therefore, it is probable the strut was already broken/ not properly attached when the bathing session started. The manufacturer recommends retraining the customer in respect to servicing and maintenance of the product. The door strut should be replaced. It is noted the customer is looking to replace the tub and track system.

Event description:
The facility reports after completion of the bath, the door was raised by the caregiver, the resident has a tendency to flail his arms around. While doing this, he hit the door strut, causing it to become disconnected from the door strut anchor, and thus allowing the door to come down with no resistance. The door hit the resident on top of the head. The resident sustained a one-inch laceration to the top of the head. The resident went to the emergency room for a CT scan and stitches.